Event description:
2003 surgery to remove and replace gel implants with bil capsulectomies. Implants removed right intact left inner leur rupture. Outer leur intact bil. Capsulectomies replaced with saline textured implants and a periareolar hiplift done up to ptosis.